Event description:
The customer reported via the sales rep that when the unit was opened both of the centralizers were missing. The sales rep further reported that other centralizers were available to complete the surgery. The sales rep further reported that there was no adverse consequences.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.